Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise/occasional oversensing noted on stored episodes. An x-ray was performed and the lead pin was noted to not be properly seated in the device header. Reprogramming was performed to change the sensitivity. A revision occurred a few weeks later to properly insert the lead pin into the header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Original notify date was 05oct2018. If information is provided in the future, a supplemental report will be issued.